Manufacturer narrative:
The returned device analysis confirmed the reported loss of fluid column and it was observed that the flush port luer of the steerable guide catheter (sgc) hemostasis valve was tilted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the returned device analysis, the reported loss of fluid column appears to be related to the observed irregular appearance of the flush port luer. The tilted flush port luer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter devices referenced are filed under separate medwatch report number.

Event description:
This is filed to report a leak it was reported that during preparation of two steerable guide catheters (sgc 01124u150, 01123u223), both sgc's lost fluid column when inserting the dilator. The sgc devices were not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.